Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapies during a supra ventricular tachycardia (svt) episode. It is suspected that the pr logic of the device did not manage to discriminate the svt. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. Analysis of the device memory had an observation relating to pr logic. If information is provided in the future, a supplemental report will be issued.